Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Additional information: h7, h9. The customer reported complaint of the keypad being replaced due to devices not turning on was not confirmed. During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypads were in good condition with no issues observed. Inspection: the front case keypads were connected to the cad pcu test fixture for functional testing. Test results identified that the ac indicator lights did illuminate and the system on buttons did function after plugging in the power cord on both keypads. All other keys on the keypads functioned as intended. No faults found. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.